Event description:
Reportedly, during pt use, the ventilator stopped ventilating and shut down without an alarm. The pt was manually ventilated before transferring to another unit. There were no reported serious or negative consequences to the pt.

Manufacturer narrative:
(B)(4).